Event description:
It was reported that a continu-flo solution set with duo-vent spike was missing the blue cap on the patient end of the tubing. The issue was identified when the nurse was preparing to prime the set, and the cap could not be located in the packaging. A new tubing set was obtained, primed, and used. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.